Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition was confirmed. The assignable root cause for the color band chipping was determined to be traced to component failure and the assignable root cause for the damaged craniotome foot which happened when the attached cutter was pushed into the tip during operation was determined to traced to user, which is user error.

Event description:
It was reported by switzerland that during service and evaluation, it was determined that the craniotome attachment showed a brew. It was further determined that the device color band was chipping. It was further determined that the device failed pretest for verification: visual assessment and verification: color band visual assessment. It was noted that not all testing could be performed. It was noted in the service order that the device was cracked. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.